Event description:
It was reported that an unspecified number of syringe solomed 5ml ll w/shld sla experienced a broken/damaged plunger rod which was noted during use. The following information was provided by the initial reporter: information received by email on (B)(6) 2019: during a test, the plunger broke. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of drug to the skin.

Manufacturer narrative:
H.6. Investigation summary: DHR, quality notification and maintenance analysis were reviewed and no occurrences potentially related to the occurrence was observed. Evaluating the complaint description and sample provided by the customer it was possible to confirm premature plunger activation. The potential cause for the occurrence is a jam at assembly process, leading to the premature activation. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe solomed 5 ml ll w/shld sla experienced a broken/damaged plunger rod which was noted during use. The following information was provided by the initial reporter: information received by email on (B)(6) 2019: during a test, the plunger broke. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no exposure of drug to the skin.